Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach was not further specified. The day after the event onset, the patient was hospitalized. Also that same day, the patient started treatment with vancomycin (dose, route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. Five days after the event onset, the vancomycin was discontinued and the patient was discharged from the hospital. That same day, the patient was reported recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.